Event description:
5fu cassette made for patient, no obvious signs of malfunction/leak upon compounding (no visible leaks in IV compounding hood, in bag containing medication pre-administration, or upon rn administration). Pump ran ~45 minutes, then patient returned to cancer center citing leaking pump. Upon investigation, cassette was leaking onto black carrying bag, and evidence of leak via white powder evident. Spill kit used, pump and cassette sequestered, new cassette compounded for patient using a different lot number cassette. Sweep of pharmacy revealed several other cassettes with same lot number; these were immediately sequestered from rest of stock. Lot number 6077770 of the 250 ml cassette ref 21-7308-24. Cadd extension set (smiths medical): ref 21-7047-24. Exp 2029-10-23. Lot 6061868. Cadd pump (smiths medical): ref 21-7308-24, exp 2029-12-01, lot 6077770.